Event description:
A (B)(6) male pt's monitor was returned for an unrelated event. Upon service investigation it was discovered that the monitor would not power on. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power up. The cause for the power-up failure was isolated to a corruption of the monitor software that prevented the unit from booting up. The root cause for the software corruption could not be positively identified. After reprogramming the software, the monitor was fully functional. No adverse event resulted from corrupted monitor software. The pt received a replacement monitor.